Manufacturer narrative:
Follow-up #1: date of submission 08/18/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the last basal and bolus deliveries were on (B)(6) 2015. The pump's black box showed a manual date/time change from (B)(6) 2015 at 22:42 to (B)(6) 2015 at 21:42. Pump was exercised for 24 hours with a 2.0u/hr basal rate. At the end of the duration test, the basal history correctly showed 2.0u and the total amount of insulin was 48 units. No alarms or warnings occured during testing. The pump passed a delivery accuracy test and was found to be delivering within the required range.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 430 mg/dl with polyuria associated with an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the basal delivery totals in the total daily dose did not match the active basal program total with no known cause for variation. The basal history did match the active basal program settings. The patient¿s blood glucose readings do not meet animas¿ criteria of a serious injury. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.